Manufacturer narrative:
Button error alarm due to corroded keypad traces. No ramping numbers noted on display.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and numbers were scrolling on the screen. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.